Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the programmer was thoroughly analyzed. Analysis indicated that the programmer could not be turned on due to an electrical overstress in the component of the printed circuit board (pcb). The programmer was repaired and no further anomaly was found. Laboratory analysis was able to confirm the allegation.

Event description:
Boston scientific received information that this programmer exhibited a loud sound and a burnt smell was noted thereafter. This programmer could not be turned on since then. This programmer would be returned. No adverse patient effects were reported.